Event description:
Description of the issue; a customer in (B)(6) notified biomérieux of obtaining a misidentification of streptococcus infantis as streptococcus pneumoniae when using the vitek® ms system (reference 410895, serial number # (B)(4)). The customer obtained streptococcus pneumoniae with 99.9 % confidence level. However, the optochin test demonstrated that the strain was resistant to optochin which is not usual with streptococcus pneumoniae. Therefore, the customer performed additional testing via vitek® 2 and obtained streptococcus mitis/oralis. The strain was sent to a reference laboratory (icpmr) and streptococcus infantis has been identified. The bacteria was from a blood culture from an oncology patient. These misidentifications have led to deliver the incorrect organism identification to the doctor, as well as a delay in providing the correct identification to the doctor. No patient impact has been reported by the customer as a consequence of the misidentification and delay. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
A customer from australia notified biomérieux of obtaining a misidentification of streptococcus infantis as streptococcus pneumoniae in association with their vitek® ms instrument (ref. (B)(4), serial (B)(6)). The customer performed confirmation testing on the sample and obtained conflicting results ¿ vitek® 2 ¿ s. Mitis/oralis; optochin testing ¿ resistant (inconsistent with s. Pneumoniae which should be sensitive; sequencing the 16s rarn gene ¿ s. Infantis. This was for a validation study, thus there was no death, harm, or deterioration in the state of health of any patient or operator as a result. Investigation: first, the investigator looked at the device history record. There is no CAPA, nor non-conformity on vitek ms linked with customer complaint. The investigator found two similar previous complaint reports. Fine tuning: according to the vilink alert tool criteria, fine tuning was needed during the tests made on (B)(6) 2021 as the tuning performed previously was not optimal. Spot preparation quality: the customer¿s spot preparation quality was not optimal. The calibrator ¿all peaks¿ values were heterogeneous (19 to 67). Sample data analysis: with vitek ms sn# (B)(6), the "no identification" results were obtained from spectra having a proper number of peaks (63 and 67). When the customer obtains ¿no identification¿ results, this is not a product malfunction as the instrument does not provide any misidentification and informs the customer that the strain cannot be identified. The vitek® workflow user manual 4501-2233- f describes the process customers should follow when ¿no identification¿ is obtained: ¿repeat the acquisition for the same deposit. If the message is displayed again, redo the deposit and then the acquisition. If the message is displayed again, repeat the identification using another method (such as vitek® 2, api® strip, other biochemical or molecular methods).¿ kb review: the suspected identification (streptococcus infantis) is not present in vitek ms kb v3.2. The following system limitation is included in the vitek ms v3.2 knowledge base user manual ref. (B)(4): ¿testing of species not found in the database may result in an unidentified result or a misidentification. Interpretation of results and use of the vitek ms system require a competent laboratorian who should judiciously make use of experience, specimen information, and other pertinent procedures before reporting the identification of test organisms. Additional information known to the user, such as gram stain reaction, colonial and cellular morphology, and growth aerobically or in co2 should be considered when accepting vitek ms results.¿ root cause: suspected cause to be a combination of factors ¿ system limitation (species not present in the vitek ms kb v3.2); non-optimal spot preparation; and non-optimal fine tuning. R&d department had already recorded a change request (#702) in order to add this species (s. Infantis) to a future vitek ms knowledge base. Additionally, change request (#2445) was created to optimize the future vitek ms knowledge base for streptococcus species. Local customer service requested the customer perform a new fine tuning (ensuring all necessary criteria are met) as well as provide additional training materials to the customer to help improve the spot preparation technique. Customer service also provided information regarding vitek® pickme¿ (ref (B)(4)) to help with sample spot preparation.